Manufacturer narrative:
An event regarding an alleged revision involving a x3 triathlon cs insert #7 11mm was reported. The event was not confirmed. Method & results: - device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. - medical records received and evaluation: no patient medical records were available for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: it was reported that the patient had revision surgery after left knee patella pain. The patella was revised to a 40mm asymmetric triathlon poly patella. The size 7, 11mm cs insert was replaced with a size 7,13mm cs insert. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient complained of left knee patella pain. Revision scheduled. Patella pegs from triathlon asymmetric 38mm cemented component were broken away from remaining plastic implant. Patient did not report falling or any impact to knee prior to office visit. Patella was revised to a 40mm asymmetric triathlon all poly patella and the cs size 7, 11mm thick insert was also replaced with a size 7, 13mm cs insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. No other information available due to patient confidentiality policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient complained of left knee patella pain. Revision scheduled. Patella pegs from triathlon asymmetric 38mm cemented component were broken away from remaining plastic implant. Patient did not report falling or any impact to knee prior to office visit. Patella was revised to a 40mm asymmetric triathlon all poly patella and the cs size 7, 11mm thick insert was also replaced with a size 7, 13mm cs insert.